Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remote via merlin.net transmission, "no alerts" display was noted for the non-sustained ventricular tachycardia(nsvt) episode. It was not known why "no alerts" was displayed for nsvt. Patient has not been seen by physician in past three years and therefore no further information available at this time.